Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; external damage to blade sheath, no; external damage to lcs/cs housing, no and external physical damaged, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the inquiry info received, the visual and functional testing, it was found that the lcs was conforming. No conclusion could be reached as to the reported incident.

Event description:
During a laparoscopic nissen fundoplication the lcs15 did not coapt and coagulate vessels as expected during the procedure. The case was finished with a clip applier. There was no consequence to the patient.